Event description:
It was reported that the 9800 system had a bumper collimator error, and the remote user interface joystick would not work. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The remote user interface and the mcu board were replaced during the service call. The system was tested and found to be working as intended and put back into service.